Event description:
It was reported that a patient implanted with an impella rp flex experienced hemolysis, hematuria, asystole, and pulmonary edema. The position of the pump was confirmed to be correct. The patient was treated with epinephrine, vasoactive drips, and heparin. The patient was acidotic with acute kidney injury and shock liver. The patient was cannulated with veno-arterial extracorporeal membrane oxygenation and the impella was explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the respiratory failure and pulmonary edema was not determined due to insufficient clinical details. The root cause of the asystole was unable to be determined due to insufficient clinical details. The cause of the hemolysis and hematuria was most likely patient condition-related, based on the given clinical details and data log review. The device passed all post sterile inspection checks.